Event description:
It was reported by the pt's physician that the vns was uncomfortable when the vns stimulated, and her settings had been the same for some time. Upon interrogation, the doctor found the lead impedance to be high, greater than 10 kohms. Diagnostic testing showed the output current to be low. The pt later had a lead replacement surgery. X-rays had not been taken of the device prior to surgery. Also, there was no known trauma or manipulation, and the device hurt the pt in the upper chest and clavicle area when it stimulated. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.